Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: a total gastrectomy/r-y was performed at the end of (B)(6) 2012. No reinforcement material was used in conjunction with the stapling device. Anastomotic hemorrhage occurred postoperatively. Hemorrhage stopped after treatment, but leakage occurred 2 days later and the pt expired a few days after that. Additional will be provided later. The operative report and information related to the pt's pre-operative diagnosis has been requested and covidien has been informed that the information is not available. The product lot numbers is reported to not be known. The device will not be returned for evaluation.